Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, however, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue to the supplier. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and leakage was not observed. Further investigation has been initiated to the supplier. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on the investigation, the root cause was determined to be related to a manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter were popping out. Customer¿s verbatim: ¿ employee had to hold onto the syringe and the transfer device together in order for the syringe to stay on the transfer device. Another employee said she would have to hold the syringe onto the transfer device otherwise the syringe would pop off. It acted like there was no seal. We already shipped back the rest of the lot number that we had on stock. There was no exposure to blood as the employee was wearing gloves. There would be a chance that blood exposure could happen. Do not remember the dates of the occurrences. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter were popping out. Customer¿s verbatim: ¿ employee had to hold onto the syringe and the transfer device together in order for the syringe to stay on the transfer device. Another employee said she would have to hold the syringe onto the transfer device otherwise the syringe would pop off. It acted like there was no seal. We already shipped back the rest of the lot number that we had on stock. There was no exposure to blood as the employee was wearing gloves. There would be a chance that blood exposure could happen. Do not remember the dates of the occurrences. ¿